Event description:
A customer reported experiencing two identical malfunctions with their insulin pump. Despite these issues, there was no adverse impact on the customer's blood glucose level. The first malfunction on (B)(6) 2025, was managed by the customer resetting the pump, but during the second incident on (B)(6) 2025, the reset was unsuccessful. The customer was advised by technical support to use multiple daily injections (mdi) as a backup insulin therapy. Subsequently, a replacement pump with updated software was sent, and instructions for the return of the faulty pump and use of the new one were provided and acknowledged by the customer.